Event description:
The customer reported that the cine runs were not saving. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine hard drive and hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.